Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model eb-1570k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 03-feb-2022, a device history record(DHR) review for model eb-1570k, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 05-mar-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 05-mar-2009. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported bending rubber tear at distal end involving pentax medical video bronchoscope, model eb-1570k, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the physical damage applied on the distal body. In addition, we confirmed that the remote control buttons perforated, and the light guide cable buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint.